Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, it was noted that the atrial lead exhibited multiple noise episodes. The noise could be reproduced with provocative movements. The physician elected to reprogram the device and noted that the patient was in good conditions and would continue to be monitored. No additional information was reported.